Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer turned the pump off, and was unable to turn the pump back on. There was no impact to customer's blood glucose level. Reportedly, the customer has manual injections as alternate insulin therapy.